Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer screen was unresponsive. It was indicated that the programmer had a print queue error message. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen was unresponsive. The programmer was returned for service. There was no patient involvement.